Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced st segment elevation. After inserting the sheath into the groin the physician noted that excess air was seen in the sheath during aspiration. During the procedure st segment elevation was noted on the leads. At this time only ablations to the left pulmonary veins had been performed. The patient was given 100% oxygen and the st elevation normalized. The case was then completed with no additional patient complications and they are considered fully recovered from the st segment elevation. The sheath was removed and excess air was seen inside the sheath. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the internal and external valves near the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the torn valves. Boston scientific's investigation determined tears in the silicone valves most likely caused the leaking observed clinically and was likely attributed to the device design additionally, the st elevation was found in the device's labeling and was determined to be a known inherent risk of the sheath.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced st segment elevation. After inserting the sheath into the groin the physician noted that excess air was seen in the sheath during aspiration. During the procedure st segment elevation was noted on the leads. At this time only ablations to the left pulmonary veins had been performed. The patient was given 100% oxygen and the st elevation normalized. The case was then completed with no additional patient complications and they are considered fully recovered from the st segment elevation. The sheath was removed and excess air was seen inside the sheath. The sheath is expected to be returned for analysis.